Manufacturer narrative:
Patient weight is unknown. This information was not available from the facility. A dissection was observed during use of the stellarex device. Additional intervention was required to treat the patient, resulting in a prolonged procedure. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The lot number was not provided, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, dissection is listed as a potential complication/adverse event.

Event description:
A drug coated balloon angioplasty guided by ivus (5mm x 40mm) was used in the pop and noticed small dissections, followed by stellarex dcb (5mm x 200mm) in the sfa and extended the dissections in both the pop and proximal sfa. Then a 3-6 mm tack was used in both the pop and prox sfa. One tack in the pop and 4 tack placed in the sfa. All post dilated with a 5 mm balloon. Subsequent angiogram, the sfa dissection was not closed and the physician chose to perform a subsequent post dilation on moving the balloon through the 4 tack in the sfa. The 3rd tack got hung up on the balloon and moved, and when he tried to move the balloon further, it got hung up on the 4th tack and got tangled together. For removal, multiple balloons (6-7) were used to try and remove the 3rd and 4th tack, but was unsuccessful. All 4 tack''s got tangled together and finally got a supera (6mm x 40mm) to stent all tack out of the way. Then a 6mm x 100mm eluvia stent was placed to cover the dissections in the proximal sfa. After stenting, subsequent angiogram showed full coverage of all tack devices and the dissection. Case was completed with no vascular trauma noted in the sfa or pop. No device malfunction on the stellarex device was reported.

Manufacturer narrative:
Block h1 (no. Of events (noe) summarized): in the initial report, the xml file shows the summary report and 123 events were included. However, this was inadvertently included due to a system error in the xml file, as it was not visible in the pdf copy. This field should be left blank.